Manufacturer narrative:
The patient's weight was unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-22227. It was reported both patient's leads were explanted and replaced with three leads when both of the patient's original leads were found to have migrated.